Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center showed an error b30 (scope communication error). The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the device evaluation and legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reported malfunction was not confirmed. During the device evaluation, the video connector lock latch was found to be worn out. Based on the results of the investigation, a definitive root cause could not be determined for the error b30 event. However, it is likely that image is interrupted when the scope end connector is moved occurred due to the worn-out lock lever of the video connector. Olympus will continue to monitor field performance for this device.